Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was a couple weeks ago pts device was no longer charging for the device showed a picture with a doctor on it. Pt did not know what else the screen was showing and they did not have equipment present on call. Pt will call back with equipment present for further troubleshooting. No symptoms were reported. Patient called back with their equipment present and explained the message seen on the recharger was eri; agent reviewed information. Patient said they felt like the end of the desktop charger's cord was loose where it plugs to the recharger, which could not charge. Agent sent request to repair and closed case.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.